Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer stated that his skin may be healing around the insertion sites. The customer also uses the infusion sets for longer than three days sometimes. Customer's blood glucose value was 400 mg/dl at the time of the call. Troubleshooting was not completed for the high blood glucose. The insulin pump was not returned for analysis.